Event description:
It was reported, the patient experienced an overstimulation sensation. It was also stated, the patient had problems with the ¿stimulator and stents¿ and ¿possibly stents pulled loose or moved¿ and ¿something was going on with the stimulator, it malfunctioned and shocked the devil out of her.¿ it was noted this happened after walking out into the mall, ¿the opening¿ after shopping at (B)(6). The shocked caused spasms so bad and it made it difficult to walk, and he couldn¿t move. The patient was numb on the left side/left leg and the majority of the time it hurt when he walked. Reportedly, the patient hurt ever since that happened. It was also noted, the patient was implanted for interstitial cystitis and reportedly had 7-10 operations/procedures following implant. The procedures were for bladder extensions where they fill medicine in a balloon for his bladder. The patient had an appointment with a pain specialist on 2013 (B)(6). Additional information was requested but not known at the time of report.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3093-28 lot# v141757, implanted: 2009 (B)(6); product type lead (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the cause of the event was unknown. It was stated there was an MRI/x-ray/CT scan planned for (B)(6) 2013. No hospitalization was needed and the patient had an appointment on (B)(6) 2013. It was also stated the patient had urinary urgency, left leg pain, hypertension and abdominal pain. The patient got up two times at night to urinate. It was noted the surgical incisions were well healed, urine acidity was 5.0 and specific gravity was 1.020.